Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient (46yo, female) was implanted with a pdc vivo device on (B)(6) 2025. The patient had pre-implantation symptoms return and it was found that the implant had subsided. The implant was removed on (B)(6) 2026 and the patient was fused. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Imaging was provided that showed the subsided implant. There were no anomalies identified during the complaint investigation. The device removal was completed due to implant subsidence. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (46yo, female) was implanted with a pdc vivo device on (B)(6) 2025. The patient had pre-implantation symptoms return and it was found that the implant had subsided. The implant was removed on (B)(6) 2026 and the patient was fused.